Manufacturer narrative:
Device not returned.

Event description:
The user facility reported that the device overheated during a procedure.  There was no patient impact, no delay, no medical intervention, and no adverse consequences.